Manufacturer narrative:
Awareness date used for date of event. Medical device lot unknown. Medical device expiration date unknown. Device manufacture date unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd microtainer® tubes with lh (lithium heparin) contained clots which could cause erroneous results.